Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
Received information that all insulin delivery stopped. The customer was unable to bolus and had to use back up therapy. It is unknown if the customer's blood glucose level was impacted.